Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump previously showing a low or zero fill estimate instead of the anticipated 100 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and, following the recommendation from customer technical support, will receive a replacement pump with updated software. The customer will continue to use the current pump until the replacement arrives.